Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, two (2) threaded locking compression plate (lcp) drill sleeves broke during a bone transport left tibia surgery. When the tips were being screwed in to pass the drill bit, both drill sleeves broke. The fragments were left inside the patient. It is unknown if there was a surgical delay. The procedure outcome and patient status were unknown. Concomitant device reported: drill bit (part# unknown, lot# unknown, quantity# 1). This report is for one (1) 4.3mm threaded lcp drill guide. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 323.042. Lot: 1l76763. Manufacturing site: haegendorf. Release to warehouse date: 17. Nov. 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: actual device has not been received for investigation at us customer quality (cq). Visual inspection performed at customer quality (cq) of the complaint device in complaint file attachment titled "product pictures" confirmed the condition of device breakage, which agrees with the reported complaint condition. One of the provided photos shows two (2) broken drill guides. A portion of the distal threaded cannulated tip on both appear missing/broke off at a jagged pattern. No other abnormalities were observed from the provided photos. The received image condition does agree with the complaint description. This complaint is confirmed. Manufacturing record evaluation: a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Document/specification review: relevant drawing was reviewed; no design issues or discrepancies were identified. Investigation conclusion: a definitive root cause could not be determined based on the provided information. It is possible that off-axis force (leverage) has contributed to the breakage. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was completed: the drill sleeve was received on august 16, 2019. Visual inspection of the complaint device confirmed the condition of device breakage, which agrees with the reported complaint condition. The embedded device complaint condition could not be confirmed since x-rays were not provided. A portion of the distal threaded cannulated tip on both drill sleeves are missing/broken off at a jagged pattern. No other abnormalities were observed from the provided devices. The relevant drawings were reviewed; no design issues or discrepancies were identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A definitive root cause could not be determined based on the provided information. It is possible that off-axis force (leverage) has contributed to the breakage. The complaint condition of broken is confirmed while the complaint condition of embedded device is not confirmed since x-rays were not provided, however no product design issues or manufacturing discrepancies that would contribute to the reported complaint conditions were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.